Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by epigastric pain, abdominal pain, and cloudy peritoneal effluent. The patient was hospitalized for the cloudy effluent. The patient was treated with cephazolin (intraperitoneally, frequency, dose, and duration not reported) and ceftazidime (intraperitoneally, 1g, four times a day, duration not reported) for the peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.